Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit after the battery has been removed and replaced. Customer reported that the insulin pump buttons were unresponsive and numbers would ramp up. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low reservoir or battery out limit alarms due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had severely scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.